Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was high due to a bent cannula and after he treated for the high his blood glucose dropped to 48 mg/dl. The customer ate 20 carbohydrates to treat for the low and his blood glucose increased to 54 mg/dl. He then ate 30 more carbohydrates. Troubleshooting was initiated for the low blood glucose. The patient's current blood glucose was 331 mg/dl. The customer has been treating with food. The insulin pump drive support cap appeared normal. Troubleshooting was declined for the insulin pump. No products were returned or replaced.